Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a pump was alarming no disposable with a, smiths medical, cadd medication cassette attached. Per reporter residual volume was 62 ml. The complaint report indicates no injury. No adverse patient effects were reported no additional information is available at this time